Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude, noise and oversensing leading to untreated episodes. The s-ic had been programmed to the primary vector with smart pass on. The clinical observations were noted to have likely been occurring while the patient was sleeping. Technical services (ts) discussed programming options with the health care professional. The s-ICD remains in service. No adverse patient effects were reported. Additional information as received that this patient received an inappropriate shock due to atrial fibrillation (af). This s-ICD remains in service. Additional information was received that this patient received an additional inappropriate shock due to af.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude, noise and oversensing leading to untreated episodes. The s-ic had been programmed to the primary vector with smart pass on. The clinical observations were noted to have likely been occurring while the patient was sleeping. Technical services (ts) discussed programming options with the health care professional. The s-ICD remains in service. No adverse patient effects were reported. Additional information as received that this patient received an inappropriate shock due to atrial fibrillation (af). This s-ICD remains in service. Additional information was received that this patient received an additional inappropriate shock due to af. Additional information was received that this patient was in clinic and the noise was unable to be recreated as this patient was in sinus rhythm with good r wave amplitude in primary vector. Multiple positions were performed with no changes to the sensing signal and no noise. Ts recommended increasing smart charge extensions and increasing conditional zone.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude, noise and oversensing leading to untreated episodes. The s-ic had been programmed to the primary vector with smart pass on. The clinical observations were noted to have likely been occurring while the patient was sleeping. Technical services (ts) discussed programming options with the health care professional. The s-ICD remains in service. No adverse patient effects were reported. Additional information as received that this patient received an inappropriate shock due to atrial fibrillation (af). This s-ICD remains in service. Additional information was received that this patient received an additional inappropriate shock due to af. Additional information was received that this patient was in clinic and the noise was unable to be recreated as this patient was in sinus rhythm with good r wave amplitude in primary vector. Multiple positions were performed with no changes to the sensing signal and no noise. Ts recommended increasing smart charge extensions and increasing conditional zone. Additional information was received that noise was observed again. Ts recommended evaluation in clinic for isometric pocket manipulations and torso twist and obtaining imaging as the presenting subcutaneous electrocardiogram (s-ECG) appears to be a pocket fracture. It was noted this patient would be in the clinic that afternoon. The local area sales representative was contacted for additional information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude, noise and oversensing leading to untreated episodes. The s-ic had been programmed to the primary vector with smart pass on. The clinical observations were noted to have likely been occurring while the patient was sleeping. Technical services (ts) discussed programming options with the health care professional. The s-ICD remains in service. No adverse patient effects were reported. Additional information as received that this patient received an inappropriate shock due to atrial fibrillation (af). This s-ICD remains in service.